Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. There was no investigation performed. Investigation: there was no investigation performed. The customer stated that green top tubes were collected for -stat test was partially full. Abbott point of care tss reviewed sample collection for troponin test per I-stat 1 system manual section 10, sample, collection art: 714372-00l. The customer was advised that use of partially full tubes will cause falsely elevated troponin and to use sample collected in tubes filled to stated volume per cti sheet: cardiac troponin I art: 715595-00u assessment: based on two I-stat negative results and one positive result and the result from another manufacturer being negative and the limited patient information, there is not enough information to determine whether an I-stat product malfunction occurred. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2014 abbott point of care was contacted by a customer who reported they obtained discrepant troponin I results on a (B)(6) male with acute coronary syndrome. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc. However this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).